Manufacturer narrative:
H3, h6: the bl offset cup impactor universal, part number 52856b, lot number 0623520061, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with wear and tear of the impactor. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during cori assisted tha surgery, after impacting the cup and removing the bl offset cup impactor universal, the latch on the flat surface fell off along with the screw and spring. Tech was unable to put it back together. This occurred after the cup had been placed and wasn¿t needed anymore. There were no pieces that ended up in the patient as a result of this break. Surgery was resumed without any delay. No injuries to the patient were reported.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: the bl offset cup impactor universal, part number 52856b, lot number 0623520061, used for surgery, was returned for evaluation. The reported problem was visually confirmed. The connection plate and its respective hardware is missing. A functional evaluation was not performed, as the complaint has been visually confirmed. Although the reported problem was confirmed, there are multiple causes and the most likely cause of this event cannot be determined without additional evidence. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.